Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed false elective replacement indicator and end of service alerts on the pacemaker (pm). No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.